Event description:
Patient had MRI for torn right biceps tendon. External coil used appears to have caused an rf burn. The cord from the coil was too close to the patient's skin. Did not follow the manufacturer's recommendation to place additional padding between the patient and cord.